Event description:
A nurse reported that this patient had peritonitis that was a yeast infection. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). This peritonitis event was determined to be yeast (fungal) peritonitis. The patient¿s pd catheter (not a fresenius product) was removed. The patient was transitioned to permanent in-center hemodialysis (ichd). No further information was provided. Antibiotic therapy and cause of the peritonitis event were not provided.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of fungal peritonitis with permanent transition to hd. However, there is no documentation in the complaint file to show a causal relationship between the adverse event, and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient was diagnosed with fungal peritonitis. ¿it was reported that antibiotic use history, prolonged pd duration, malnutrition or hypoalbuminemia, and diabetes are usually identified as important risk factors for the occurrence of fp.¿ the patient had two prior events of peritonitis with antibiotic use (dates unknown) which could have been a factor in the development of this peritonitis event. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.